Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (smoking, hot, blinking, clicking) was investigated. As received, the charger would not recognize and charge the battery pack. Upon evaluation, there was contamination on the battery board. The cause of the reported issues is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger 'got real hot and later was smoking'. The charger was also reportedly blinking on and off and making a clicking sound.